Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of bloody peritonitis, which warranted hospitalization, antibiotic therapy, removal of the pd catheter (not a fresenius product) and the transition to hd for rrt. The pdrn reported the cause of the patient¿s peritonitis or bloody peritoneal effluent is currently being established,; therefore, causality could not be firmly established. However, cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene or touch contamination events, as corynebacterium belongs to the natural flora of human skin. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after discovering blood in the patient line. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of blood in the patient line. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s preliminary peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and is completing his remaining antibiotic course intravenously. The pdrn stated the cause of the peritonitis, or the bloody effluent is unknown; however, the pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after discovering blood in the patient line. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of blood in the patient line. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s preliminary peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and is completing his remaining antibiotic course intravenously. The pdrn stated the cause of the peritonitis, or the bloody effluent is unknown; however, the pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.